Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange. The patient tried to plug it in somewhere other than her home but still orange led. The last connection with the server dates from (B)(6) 2022.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. In-depth analysis of the returned unit revealed that the reported issue most probably resulted from an intermittent near short circuit, causing the unit to exit the start-up process and go into test mode. However, the root-cause is located at the hardware level, but cannot be determined with certainty due to the intermittent occurrence.

Event description:
Reportedly, the status light of the home monitor remains orange. The patient tried to plug it in somewhere other than her home but still orange led. The last connection with the server dates from (B)(6) 2022